Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issues on (B)(6) 2026 as the cannula was bent which led to high blood glucose level that was treated with correction bolus via pump, later did a manual correction.